Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Customer declined to load a new cartridge to address the event and continued to use the existing cartridge for insulin therapy. Customer¿s blood glucose level was 101 mg/dl.